Event description:
It was reported the patient's intrathecal drug delivery pump began alarming with a two toned alarm. The patient was experiencing a loss of pain relief, nausea, sweating, and shakiness but had attributed this to a "gastro infection that had been affecting others." Reservoir volumes were checked. The expected reservoir volume was 10.2 ml. The actual reservoir volume was 18 ml. Reservoir volumes had been greater than expected since implant (discrepancies ranged from 7.3% to 26.2%). No rotor study was performed. The patient had had an MRI two days ago. The pump logs were interrogated. The logs indicated a motor stall and motor stall recovery had occurred the same day as the MRI. The drug used in the pump was sufentanil 50 mcg/ml at a dose of 22 mcg/day. The patient is very sensitive to opioids, but had eventually been stabilized on the sufentanil. The pump was explanted and replaced. At the time of replacement csf was flowing freely from the catheter. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow up report will be sent when device analysis is completed.